Event description:
Customer states the device has a failed pacing/defib test. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.